Event description:
After insertion of the pigtail, the guide wire noted to remain at the tip of the catheter via cxr. Pigtail removed with guidewire intact and confirmed removed by cxr. FDA safety report ID# (B)(4).